Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a "battery failure" was not confirmed nor reproduced during device evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Additional information: this issue is being investigated through CAPA. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for the reported condition. During previous service the batteries and harness were replaced.

Event description:
The facility reported a colleague infusion pump with "battery failure". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.